Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was recieved from a consumer via a company representative regarding a patient receiving morphine (10 mg/ml at 0.500 mg) via an implanted pump. It was reported that patient estimates in (B)(6) of 2023 loss of efficacy. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was reported that the patient had a catheter revision on (B)(6) 2023 and partially explanted catheter was discarded. The physician removed both spinal segment and pump segment from collet. Physician saw cerebrospinal fluid (csf) flow from spinal segment. Physician explanted and replaced entire pump segment, and was able to successfully aspirate entire catheter upon completion. The issue was reported as resolved with the patient's status as alive-no injury. The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: 2016 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 25-aug-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 3.417 mg/day) via an implanted pump. It was reported that the patient had a lack of therapy effectiveness. The hcp attempted to aspirate from the cap (catheter access port) under x-ray and was unsuccessful. The pump was set to minimum rate, and a catheter revision was planned, but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.